Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 16 years and 1 month post implant of this 21mm aortic bioprosthetic valve, a 23mm transcatheter valve was implanted valve-in-valve due to increased gradients of 50mmhg. No additional adverse patient effects were reported.